Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 170's mg/dl. Reportedly, follow up was completed to obtain back up therapy, however customer did not respond to follow up.